Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, there was a leak in the tubing connected to the cylinder junction. The device was explanted and replaced.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation was noted within abrasion on the exhaust tube of cylinder 1. This was a site of leakage. Abrasion was also noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 2. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing were overlapping while in vivo. This positioning then may have resulted in the exhaust tube abrasing against the bladder of cylinder 2. In combination with device usage over time, this may have contributed to sufficient stress(s) to cause a separation through the cylinder exhaust tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and revised on (B)(6) 2021 due to a malfunction, leaking tubing connected to the cylinder junction. Additional information received indicated the device was being slow inflated - potential tubing tear near cylinders.